Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporations that a spaceoar vue was used during a placement procedure on (B)(6) 2026, under local anesthesia. A computed tomography scan found a possible rectal wall infiltration. There were no patient complications reported. The patient will receive external beam radiation therapy (ebrt).